Manufacturer narrative:
The reported events were for lead dislodgement and the inability to advance the stylet/guidewire. A complete lead was returned in one piece. The reported event for the inability to advance the stylet/guidewire was confirmed. Visual inspection of the lead found no anomalies except for damages consistent with procedure damage. The s-curve hump height was measured to be within product specification. The reported event for the inability to advance the stylet/guidewire was confirmed due to obstruction of blood in the inner coil.

Event description:
It was reported that the patient's left ventricular (lv) lead was dislodged. During a procedure to address the dislodgement it was noted that a stylet could not reach the end of the lv lead. The lv lead was exchanged. The patient was stable.